Event description:
It was reported, the patient experienced an infection. The patient was originally scheduled for an elective pump change to replace the 40cc pump with the 20cc pump. The patient had been very active, lost a substantial amount of weight, and engaged in an exercise routine which tightened the abdominal muscles. The 40cc pump appeared to then protrude substantially, and the skin around the pocket sight became discolored. The healthcare provider (hcp) and patient expressed the 20cc pump would be more appropriate and comfortable due to the patient's new body type. On (B)(6) 2012, when the pump change occurred and the 40cc pump was explanted, an infection was discovered. A culture was taken from the device pocket, and the hcp opted to not implant the 20cc as originally planned. The hcp planned to treat the patient for the infection and re-implant with a new pump drug delivery system when medically appropriate. As of the notification date, it was indicated that the patient had no symptoms, no injury or adverse event. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Product type catheter. (B)(4).

Event description:
Additional information received reported that the patient experienced wound dehiscence at the side port of the pump. The reporter indicated that there was protrusion of the pump through the skin. The entire pump system was explanted. The patient outcome as of (B)(6) 2012 was reported as resolved without sequelae. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): final anlaysis of the catheter found a user related hose in the catheter/catheter body. Final pump analysis found no pump anomaly.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.